Event description:
It was reported that a spectrum iq infusion pump under infused, the programmed flow rate was 270ml/hour, and by the end of the therapy 40% of fluid was still left. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.